Event description:
It was reported that the customer experienced a blood glucose (bg) level of 22 mg/dl, chest pain, a seizure, and a heart attack. The cause of the low bg was unknown; however, customer was new to the pump and had recently changed sound settings, so it was possible customer missed alerts. Additionally, customer skipped breakfast prior to the event. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline. Additionally, customer was monitored for potential risks associated with kidney failure. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.